Event description:
When priming device after changing the cartridge, the device continued prime beyond the programmed 25 units; telescoping prime. Pt stated that insulin pooled inside the device and no error message was generated, except for a low cartridge warning. Pt stated that this occurred at least two weeks ago also, but she cleaned the device and continued to use it. Pt's blood glucose was not affected and current condition is fine.